Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and no capture on the left ventricular (lv) lead. It was noted the lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.